Manufacturer narrative:
UDI: (B)(4). (B)(6). The actual device was returned for evaluation. During evaluation of the device, it was determined that the device had a worn motor and failed pre-test for check the power with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was running with low power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.